Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose level was 491 mg/dl and 468 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Updated concomitant products.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.